Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be available for evaluation.

Event description:
During the implant procedure, the patient reported chest pain, difficulty breathing and an inability to move her legs. The leads were removed and the procedure was postponed for a later date. The patient is reportedly doing well.